Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called asking about new insulin pump features and mentioned at night his blood glucose is dropping low. Customer's blood glucose was 37 mg/dl. He treated with glucose tablets. Customer declined troubleshooting because he knows the cause of his lows. Customer stated his lows started when he began a new exercise program. He has been losing weight. Customer will speak to his doctor about adjusting his settings. Nothing further reported.